Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) machine during initial drain. The home patient (hp) revealed that she had pressed the go button to start the therapy and then realized she was not connected to the hc yet. The hp then stated that she cycled the power off / on to the hc machine, and then connected herself. The technical service representative (tsr) explained the alarm to the hp and then assisted the hp with troubleshooting and start over with all new supplies. Proper procedures per the user manual were reviewed with the hp. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. During a follow up with the nurse regarding the reported problem, the nurse stated that she was not aware of the alarm. She was going to follow up with the hp regarding proper setup and connection procedures. As far as she knew the hp was fine. No patient injury or medical intervention was reported.

Event description:
Reportedly, blue fibers were found on the device prior to implant. Device was not used. Per the cer: after the surgeon sewed the sutures to the native annulus, he received the rinsed valve and found "blue fibers" on one of the leaflets. He tried to take it off with no success. It was part of the tissue.

Manufacturer narrative:
As previously documented, ftir analysis was performed to identify the blue material found on the returned unit. This analysis concluded the material to be a 'silk-like' material. Inspection of the unit after the ftir revealed that the blue material was present on both the leaflets and the sewing ring cloth, which indicates the material was probably added after the valve was fully assembled. The ID tag shipped with this valve was not returned; however, an additional ftir analysis was performed on a representative sample of the blue material used for the ID tags and it was confirmed to be ptfe, as expected. The manufacturing and quality control processes used to produce the model 3000 valve, as well as the other models produced in the same clean room, were reviewed and these processes do not utilize any other materials which resemble the material found on the returned unit. Each valve is visually inspected and functionally tested prior to packaging. As previously documented in the complaint file, a review of the manufacturing records for this lot revealed no nonconformities resulting from these inspections. Conclusion: based on these findings, it is considered unlikely that the blue material was added to the valve during its manufacture.

Manufacturer narrative:
Method: infrared analysis. Evaluation summary: as received, the valve is attached to the holder. The tag was not received. Blue material is detected at the inflow aspect. The blue coloration viewed microscopically did not possess fiber characteristics, but rather [were viewed] as stains. Few filaments are only detected microscopically. The valve will be sent to chemistry for analysis. (B)(6) 2010 chemistry concluded with following: "the ir spectrum of the unknown blue material showed similar absorption characteristics when comparing to silk like material." Surgeon indicated that he did follow the instructions for use with regard to using 2 basins and the minimum amount of saline solution, rinsing the device for 2 minutes per basis. However, the instructions for use further advises "the bioprosthesis should remain in the second rinse basin until ready or implantation. Caution: avoid contact of the tissue or the rinse solution with towels, linens, or other sources of lint and particulate matter that may be transferred to the tissue." Surgeon's response did not indicate that this was done and this was not confirmed.

Manufacturer narrative:
Device to be returned. On 16aug2010, clarification received from surgeon states the presence of the blue fibers were before he attempted to implant the device. Please analyze particulate. This event was determined to be reportable per edwards lifesciences procedures. Customer letter required. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.